Event description:
It was reported that on (B)(6) 2024, a 38mm amplatzer septal occluder was selected for an implant. During the procedure, the left disc of the device was not forming the right shape. Was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and interaction with cardiac structures during deployment. A 14mm amplatzer vascular plug ii was selected as a replaced but could not advance in the delivery cable. No device was ultimately implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.